Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to some device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a venotomy closure of the right common femoral vein using the pre-close technique, via an 8f sheath hole, prior to an interventional mitraclip procedure. One prostyle suture was already pre-placed. Reportedly, with the second device, the suture was not attached when the plunger was removed. Upon device removal, the knot was found unraveled. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore and the mitraclip procedure was completed. Hemostasis was achieved with the two pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.